Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with pain diagnosis. Aseptic loosening. Femoral component and liner were removed and replaced with triathlon ts femur stem and ps liner.

Manufacturer narrative:
An event regarding loosening involving an triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. The explanted pictures were not related to the failure mode. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because devices were not returned for evaluation, and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient presented with pain diagnosis. Aseptic loosening. Femoral component and liner were removed and replaced with triathlon ts femur stem and ps liner.